Event description:
It was reported that the patient experienced a problem with their leads. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the system was explanted to address the issue. It is unknown which lead the allegation is against.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000066657. During processing of this complaint, attempts were made to obtain complete event and patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.